Manufacturer narrative:
Phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported integration of arcomed infusion pump device via intellibridge driver bd515 lan does not generate a technical alarm when the arcomed device gets disconnected from the patient information center ix (pic ix) c.03. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported integration of arcomed infusion pump device via intellibridge driver bd515 lan does not generate a technical alarm when the arcomed device gets disconnected from the patient information center ix (pic ix) c.03. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.